Manufacturer narrative:
Initial reporter: company representative.

Event description:
It was reported that lead was explanted and replaced due to perforation. Patient condition was fine after the event.